Event description:
Furthermore, the patient had diaphragmatic stimulation and the lead was reprogrammed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient developed a cough three weeks after implant that was reproducible during left ventricular (lv) lead testing. The lead remains in use. No patient complications have been reported as a result of this event.